Event description:
The customer reports that the needle broke and fell in the child's stomach. Product ID# reported: (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Follow up report sent to FDA on 02/27/2015.